Event description:
A coronary interventional procedure was being completed on a patient. The syringe was attached and locked into a ptca manifold kit. The syringe and ptca manifold kit are on the horizontal plane. The manifold kit has three stop cocks that allow the insertion, when opened, of contrast or medication. The system was flushed before use. During the procedure the system allowed air to enter and during a push was inserted into the patient. Healthcare workers quickly identified the problem and took immediate corrective action. No harm to patient. (Note: the exact same event occurred with a similar configured system earlier in the day. The health care team involved in this event was different from the team involved in the first event.